Manufacturer narrative:
The patient was offered new supplies and they declined. Multiple attempts were made to contact the patient to obtain additional information with no success. The patient's blood glucose meter was requested to be returned for investigation. The device associated with this incident was not returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported that they used a teladoc blood glucose meter and received an inaccurate reading, which caused them to go to an urgent care. The patient did not provide additional information about any medical treatment or intervention as a result of the reading.